Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)). Smartablate generator (model# unknown serial# unknown). Smartablate pump (model# unknown serial# unknown). Soundstar catheter (model# m-5723-17 serial# unknown). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a left sided ventricular tachycardia procedure with a thermocool® sf nav bi-directional catheter and suffered a cardiac tamponade which required pericardiocentesis and surgical repair. The patient developed a small pericardial effusion that occurred during intubation. A pericardiocentesis was performed in which more than 500cc of fluid was removed from the pericardial space. The patient remained stable and was transferred to the operating room for surgical repair, followed by observation in the coronary care unit. The physician did not provide a casualty opinion for this event. Multiple attempts have been made to obtain clarification in this complaint. However, no further information has been made available.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 01/30/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a left sided ventricular tachycardia procedure with a thermocool® sf nav bi-directional catheter and suffered a cardiac tamponade which required pericardiocentesis and surgical repair. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. After that, deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensor of the catheter was tested on carto3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.